Manufacturer narrative:
According to the information received, the case seems to be linked to a vascular compromise. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products additionally, this teosyal product is not indicated for this area (nose). Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed. Batch analyses undertaken confirm that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.

Event description:
This case occured outside of the USA in spain. On 21-may-2024, the spanish distributor notified us of an adverse event. However the email was lost and this case was opened only on 27-jan-2025 thanks to a reminder from the spanish subsidiary. A non conformity (ncr-000001312) has been therefore opened for this late opening of rc/2501064. According to the information received, a patient was injected on (B)(6) 2024 with rha 4 in the nose (radix and tip of the nose) . The same day the patient experienced a wrong capillary refill in the nasal tip and received hyaluronidase injections (3000ui + 500ui in white lip and columnella). After the injection of hyaluronidase, the patient experienced a livedo in the glabella and in the white lip. The patient was prescribed an antibiotic treatment (mupirocin 2%) for 7 days and ains treatment (adiro 100) 7 days. The day after, on (B)(6) 2024, the patient received a new injection of hyaluronidase (500 ui) in the nasal dorsum. A local medical expert was contacted for guidance at this time and accompanied the injector with the injection of hyaluronidase. According to the information received on 27-jan-2025, the symptoms were resolved a few days after the occurence of this event. Therefore this case was closed.